Event description:
Customer reports that a system lost video on workstation center monitor during the procedure. The procedure could not be completed using the senseix system. No patient injury was reported.

Manufacturer narrative:
The system lost video on workstation center monitor during the procedure. No patient injury was reported. Field service personnel configured workstation display resolution on computer and replaced fiber optic tx/rx cable. After repair the system passed all required tests.